Event description:
The customer reported the unit displayed a pads equipment malfunction.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.